Manufacturer narrative:
A cardioquip customer notified cardioquip via email that one of their devices underwent hpc testing for water quality. These results exceeded the acceptable range established by cardioquip for microbes. Following this cardioquip informed the customer via email of 9/14/23 of their options to return their device to specification, either through an internal water pathway replacement or by participating in cardioquip's device trade in program. As of the date of this report there has been no response to these suggestions. If any additional information or information that corrects this report is obtained a follow up will be filed.

Event description:
Cq service was notified via email on 09/14/2023 that a hpc water sample taken by the customer for this device came back outside of the acceptable range, failing the test with a reading of 177,000 mpn/ml. The water sample was taken by the customer at their own discretion, no prior identification of contamination was found. The customer was notified of the identified contamination and offered an iwpr or device trade-in via email on 09/14/2023, no patient involvement was reported.

Event description:
Cq service was notified via email on 09/14/2023 that a hpc water sample taken by the customer for this device came back outside of the acceptable range, failing the test with a reading of 177,000 mpn/ml. The water sample was taken by the customer at their own discretion, no prior identification of contamination was found. The customer was notified of the identified contamination and offered an iwpr or device trade-in via email on 09/14/2023, no patient involvement was reported.

Manufacturer narrative:
Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
Cq service was notified via email on 09/14/2023 that a hpc water sample taken by the customer for this device came back outside of the acceptable range, failing the test with a reading of 177,000 mpn/ml. The water sample was taken by the customer at their own discretion, no prior identification of contamination was found. The customer was notified of the identified contamination and offered an iwpr or device trade-in via email on 09/14/2023, no patient involvement was reported.